Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change out. During the procedure electrocautery was used, which caused the pacemaker to exhibited back-up vvi operation. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of backup bvvi (bvvi) was confirmed in the laboratory and was due to exposure to cautery during the explant procedure. The device was tested on the bench and cautery marks were noted on the can. The cause of the bvvi was due to exposure to cautery.